Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was as high as 400 mg/dl and insulin injections were used to manage diabetes. The customer changed the cartridge and the infusion set site was changed multiple times. Upon removing the cannulas, no damage was noted. The customer did not complete the pump system check with tandem technical support to determine a possible cause of the occlusion as the cannula presently being used was new and the customer did not want to remove it.